Event description:
Additional information stated when the patient was seen nine days prior to follow-up, the patient mentioned two episodes of losing consciousness that happened sometime after implant. It was noted that everything was ¿fine¿ with the patient¿s spinal cord stimulator (scs) system and the patient was getting good scs therapy at that time. It was noted the patient was also doing good ¿in general.¿ it was stated the patient¿s healthcare provider (hcp) thought the patient¿s pacemaker might be the cause and referred the patient to another hcp to follow-up.

Manufacturer narrative:
Product ID neu_unknown_lead, serial# unknown; product type lead product ID neu_unknown, serial# unknown; product type unknown product ID neu_unknown_prog, serial# unknown; product type programmer, physician. (B)(4).

Event description:
It was reported that post implant, on (B)(6) 2014, the patient passed out in her living room. The patient went back to the hospital and was unconscious most of the day. The patient did not know if it was related to therapy or not. The hospital did not know about her device, so could not tell her if it was related to her episode. The patient did call her doctor to let him know, but she told the nurse. The patient was told to contact the manufacturer. Additional information was requested, but was not available as of the date of this report.